Event description:
It was reported that the ventricular lead impedance has been increasing over the last year. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance has been increasing over the last year. It was further reported that there was an increase in threshold. The lead had a polarity switch to unipolar due to increased bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.